Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had developed a skin irritation under the lifevest. It was reported that the seams of the garment were digging into the patient's skin, causing "hematomas and open skin". Staff at the patient's rehab center adjusted the garment so that it no longer came into contact with the irritation. The patient was also given a medication for the irritation. Follow-up indicated that the irritation improved.